Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Per ¿the homechoice and homechoice pro apd systems patient at-home guide¿, users are not instructed to disconnect during therapy unless for an emergency disconnect procedure. The patient guide provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during drain one on the home choice (hc). The home patient (hp) was connected at the time of the event. The home patient (hp) stated they had disconnected while the hc was in dwell to use the restroom. The hp stated they did not stop the hc and the hc moved into the drain cycle. The hp stated they then reconnected and the hc alarmed. The technical service representative (tsr) advised the hp to start over with new supplies but the hp stated that was not possible at that time. The tsr assisted to end therapy and removed the cassette. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.